Manufacturer narrative:
(B)(4).the primary cause for this event was the inadvertent switching of the device history record (DHR) labeling pouches between the two totes of impacted lenses on an in-process storage rack. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a patient underwent an implantation of an intraocular lens (iol) which is part of a product recall. Abbott issued the product recall due to a diopter mix-up between two lots. The patient reportedly is doing fine and has returned for follow up. The patient indicated they prefer to try spectacles to correct their vision for now.